Event description:
It was reported during routine check that the cs300 had a failed safety disk. No patient involved.

Manufacturer narrative:
Additional contact person name and mail address- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) upon checking unit, run safety disk leak test and run unit for a while can¿t duplicate issue no issue found. Explain to customer most likely patient circuit leak. Return unit to customer for use. Also mentioned to customer keep an eye on unit if issue come back give us a call.

Event description:
N/a.